Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), male patient who was receiving fentanyl (dose and concentration unknown) via an implantable pump for spinal pain. In (B)(6) 2015 (exact date unknown), the patient went in for a fentanyl refill. The patient then went home and had a mild stroke. The patient guessed that the physician put "too much in there." It was reported the situation resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.